Event description:
It was reported that the patient developed an infection at the pocket site. The patient had redness, swelling, and puss in the incision. The patient had a history of bladder infections which physician believed led to her getting the infection. No device malfunction was suspected. The patient was prescribed with antibiotics. All components were explanted and the patient healed up fine postoperatively. The explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5064582/5063920. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 22186616. UDI: (B)(4).